Manufacturer narrative:
Other, other text: additional information: a1, b3, b5, and h6. Device evaluation: one cadd solis vip pump was returned for analysis. The down stream sensor was found to be unglued. The event history was reviewed and the pump was ran in user mode and visually inspected. The reported "cassette not attached" problem was duplicated. When a cassette was attached, the unit immediately alarmed and "cassette not attached properly, reattach cassette" was displayed. The downstream sensor seal was not glued along the side near the air detector and along both ends. The faulty downstream sensor will be replaced to resolve the issue.

Event description:
Additional information was received indicating that there was no patient involved.

Event description:
Information was received that this smiths medical cadd solis vip pump downstream occlusion sensor message did not go away when dso was cleared. No reported adverse effects.